Event description:
The end user alleges their scooter went into reverse whithout them touching the controls, resulting in a fall. The end user sustained three fractured ribs, fractured pelvis and a fractured bone in their back.